Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic area") in a 39-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included obesity. Concomitant products included dexlansoprazole (dexilant) since (B)(6) 2014, levothyroxine sodium (levaxin) since (B)(6) 2014, paracetamol (tylenol) since (B)(6) 2016, psyllium hydrophilic mucilloid (metamucil) since (B)(6) 2014 and sucralfate (carafate) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 24 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2013, the patient experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction") and rash ("skin rash"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fungal infection ("yeast infection"), lichen sclerosus ("lichen selerosas"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), alopecia ("hair loss") and abdominal pain ("abdominal pain/ abdominal area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, fatigue, abdominal pain, migraine and vulvovaginitis had resolved, the hypersensitivity, depression, anxiety, fungal infection, lichen sclerosus, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased, irritable bowel syndrome, alopecia, rash and headache outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypersensitivity, irritable bowel syndrome, lichen sclerosus, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. Lot number was updated. Events added: vulvovaginitis, skin rash, headaches. Output of following events were updated from unknown to recovered/resolved: dyspareunia, infections, pelvic pain and abnormal bleeding to recovering/resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic area") in a 39-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included left lower quadrant pain on (B)(6)2012, fever on (B)(6)2011, abdominal bloating on (B)(6)2013, dyspepsia on (B)(6)2013, helicobacter pylori test positive on (B)(6)2013, hives on (B)(6)2013, swollen lips on (B)(6)2013, diarrhea on (B)(6)2014, gastroesophageal reflux disease on (B)(6)2016 and endometriosis. Concurrent conditions included obesity. Concomitant products included mestranol;norethisterone (necon) since 2007 to (B)(6)2017 for contraception as well as dexlansoprazole (dexilant) since (B)(6)2014, levothyroxine sodium (levaxin) since (B)(6)2014, paracetamol (tylenol) since (B)(6)2016, psyllium hydrophilic mucilloid since (B)(6)2014 and sucralfate (carafate) since (B)(6)2014. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 24 days after insertion of essure. On (B)(6)2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6)2011, the patient was found to have weight increased ("weight gain"). On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6)2013, the patient experienced vulvovaginitis ("vulvovaginitis"). On (B)(6)2013, the patient experienced hypersensitivity ("allergic reaction") and rash ("skin rash"). On (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fungal infection ("yeast infection"), lichen sclerosus ("lichen selerosas"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), abdominal pain ("abdominal pain/ abdominal area") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, fatigue, abdominal pain, migraine, vulvovaginitis and vaginal infection had resolved, the hypersensitivity, depression, anxiety, fungal infection, lichen sclerosus, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased, irritable bowel syndrome, alopecia, rash and headache outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypersensitivity, irritable bowel syndrome, lichen sclerosus, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain during intercourse, depression, headaches, hair loss, pelvic pain, dyspareunia, abdominal pain, heavy bleeding. Vaginal discharge, vulvovaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: pfs received : new event, " vaginal infection " was added. Outcome of event, "vaginal infection" was changed to "recovered/recovered" concomitant condition was added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic area") in a 39-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included obesity. Concomitant products included dexlansoprazole (dexilant) since (B)(6) 2014, levothyroxine sodium (levaxin) since (B)(6) 2014, paracetamol (tylenol) since august 2016, psyllium hydrophilic mucilloid (metamucil) since (B)(6) 2014 and sucralfate (carafate) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 24 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2013, the patient experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction") and rash ("skin rash"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fungal infection ("yeast infection"), lichen sclerosus ("lichen selerosas"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), alopecia ("hair loss") and abdominal pain ("abdominal pain/ abdominal area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, vaginal discharge, fatigue, abdominal pain, migraine and vulvovaginitis had resolved, the hypersensitivity, depression, anxiety, fungal infection, lichen sclerosus, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased, irritable bowel syndrome, alopecia, rash and headache outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypersensitivity, irritable bowel syndrome, lichen sclerosus, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginitis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic area') in a 39-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gastroesophageal reflux disease on (B)(6) 2016, diarrhea on (B)(6) 2014, hives on (B)(6) 2013, swollen lips on (B)(6) 2013, abdominal bloating on (B)(6) 2013, dyspepsia on (B)(6) 2013, helicobacter pylori test positive on (B)(6) 2013, left lower quadrant pain on (B)(6) 2012, fever on (B)(6) 2011 and endometriosis. Concurrent conditions included obesity. Concomitant products included mestranol;norethisterone (necon) since 2007 to (B)(6) 2017 for contraception as well as dexlansoprazole (dexilant) since (B)(6) 2014, levothyroxine sodium (levaxin) since (B)(6) 2014, paracetamol (tylenol) since (B)(6) 2016, psyllium hydrophilic mucilloid since (B)(6) 2014 and sucralfate (carafate) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 24 days after insertion of essure. On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2013, the patient experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction") and rash ("skin rash"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fungal infection ("yeast infection"), lichen sclerosus ("lichen selerosas"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), abdominal pain ("abdominal pain/ abdominal area") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, abdominal pain, migraine, vulvovaginitis and vaginal infection had resolved and the depression, anxiety, fungal infection, lichen sclerosus, nausea, dysmenorrhoea, weight increased, irritable bowel syndrome, rash and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypersensitivity, irritable bowel syndrome, lichen sclerosus, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: she received treatments for allergic reaction, hair loss, pelvic pain, dyspareunia, abnormal vaginal bleeding, menorrhagia, bladder disorder, urinary tract disorder, abdominal pain, heavy bleeding. Vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included obesity. Concomitant products included dexlansoprazole (dexilant) since (B)(6) 2014, levothyroxine sodium (levaxin) since (B)(6) 2014, paracetamol (tylenol) since (B)(6) 2016, psyllium hydrophilic mucilloid (metamucil) since (B)(6) 2014 and sucralfate (carafate) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 7 months after insertion of essure, the patient experienced hypersensitivity ("allergic reaction"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fungal infection ("yeast infection"), lichen sclerosus ("lichen selerosas"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, depression, anxiety, vaginal haemorrhage, menorrhagia, fungal infection, lichen sclerosus, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, weight increased, irritable bowel syndrome and alopecia outcome was unknown and the vaginal discharge, fatigue, abdominal pain and migraine had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, hypersensitivity, irritable bowel syndrome, lichen sclerosus, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received- reporter information, patient details, other relevant history, product information, concomitant drugs, events-depression, anxiety, abnormal bleeding (vaginal), menorrhagia, yeast infection, lichen selerosas, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, ibs, hair loss, abdominal pain, migraines, did you undergo an essure confirmation test? No were added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic area') in a 39-year-old female patient who had essure (batch no. 774399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gastroesophageal reflux disease on (B)(6) 2016, diarrhea on (B)(6) 2014, hives on (B)(6) 2013, swollen lips on (B)(6) 2013, abdominal bloating on (B)(6) 2013, dyspepsia on (B)(6) 2013, helicobacter pylori test positive on (B)(6) 2013, left lower quadrant pain on (B)(6) 2012, fever on (B)(6) 2011 and endometriosis. Concurrent conditions included obesity. Concomitant products included mestranol;norethisterone (necon) since 2007 to (B)(6) 2017 for contraception as well as dexlansoprazole (dexilant) since (B)(6) 2014, levothyroxine sodium (levaxin) since (B)(6) 2014, paracetamol (tylenol) since (B)(6) 2016, psyllium hydrophilic mucilloid since (B)(6) 2014 and sucralfate (carafate) since (B)(6) 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 24 days after insertion of essure. On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("anxiety/ mental anguish"). On (B)(6) 2013, the patient experienced vulvovaginitis ("vulvovaginitis"). On (B)(6) 2013, the patient experienced hypersensitivity ("allergic reaction") and rash ("skin rash"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fungal infection ("yeast infection"), lichen sclerosus ("lichen selerosas"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), abdominal pain ("abdominal pain/ abdominal area") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, abdominal pain, migraine, vulvovaginitis and vaginal infection had resolved and the depression, anxiety, fungal infection, lichen sclerosus, nausea, dysmenorrhoea, weight increased, irritable bowel syndrome, rash and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, hypersensitivity, irritable bowel syndrome, lichen sclerosus, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: she received treatments for allergic reaction, hair loss, pelvic pain, dyspareunia, abnormal vaginal bleeding, menorrhagia, bladder disorder, urinary tract disorder, abdominal pain, heavy bleeding. Vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain during intercourse, depression, headaches, hair loss, pelvic pain, dyspareunia, abdominal pain, heavy bleeding. Vaginal discharge, vulvovaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events "allergic reaction, menorrhagia, abnormal vaginal bleeding, bladder disorder, urinary tract disorder, hair loss was changed to recovered/resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a removal of the implant by having both fallopian tubes due to complications from essure). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity and dyspareunia outcome was unknown. The reporter considered dyspareunia, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.